Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient receiving gablofen 2,000 mcg/ml via an implantable pump. A pump pocket revision was reported. The patient presented today with complaints that their pump was moving around in their belly a lot. The patient also had concerns that the medication wasn¿t working well for her anymore. It was decided that a pocket revision would be done to explore the pocket and causes. The environmental, external or patient factors that may have led or contributed to the issue was noted as the patient does not currently have a managing neurologist, which was recommended to them after the procedure conclusion. The diagnostics and troubleshooting performed was they visualized the pump. Aspirated the catheter and took x-ray to confirm placement. Intra-op, the physician opened the pocket and confirmed that the pump was still sutures down and not free floating in the pocket. The physician believed the patient feels the movement of the pump due to loose skin and individual anatomy. The physician then successfully aspirated the catheter, with no abnormal resistance felt when aspirating. She then reimplanted the device and sutured it back into place in the pocket. No product abnormalities observed, or revisions required. Per the physician, the device is functioning the way it is intended to. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.